Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. Additional information (including x-rays and medical records) was requested but not made available.

Event description:
It was reported that: dislocation of hip with constrained liner.